Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 301 mg/dl the night before the phone call. The customer tried treating with the insulin pump but it did not help. They changed the infusion set and noticed that the blood glucose was decreasing. On the morning of the phone call their sensor glucose was 50 mg/dl and the blood glucose reading from the meter was 49 mg/dl, which was treated and then they had breakfast. Then, they treated for the breakfast and noticed that the blood glucose increased to 200 mg/dl, but they were not able to decrease it. The customer delivered additional insulin to account for lunch. The blood glucose at the time of the call was 305 mg/dl. They were feeling tired and last night they felt thirsty. They treated with bolus. There was a troubleshooting alarm and low reservoir alarm before the high blood glucose incident. The drive support cap was recessed and all of the settings were correct. Found no air, no leak. Nothing further was reported.